Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: expiration valve assembly defective. Correction: replaced the expiration valve assembly. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: expiratory valve heating element not working.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: expiration valve assembly defective. Correction: replaced the expiration valve assembly.

Event description:
The following was reported to hamilton medical ag: summary: expiratory valve heating element not working.